Event description:
Caller alleged inaccuracy with inratio. Results as follows: inr: 7.2, lab: 4.94.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 12/20/2006, inratio: 7.2, lab: 4.94, mean: 6.1, confidence limits: not available. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Area is outside the acceptance region, therefore pt#c is inaccurate. Therefore, further testing is required at this time. There are two strip lots indicated for this case, but there is no indication of which test results pertains to which lot number. As a result, both lot numbers will be tested.